Manufacturer narrative:
The insulin pump was unable to prime during prime test due to cracked end cap. The insulin pump had a scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin was squirting during prime. The customer reported that the piston continued to move forward after reservoir contact. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to exit priming. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The insulin pump will be returned for analysis.